Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: site of tubing break: clear filter connection to the y site. Action at time of breaking: IV tubing primed with saline, free flowing, no pump. No extreme pulling, tugging by nurse during this action. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packing was provided by facility for evaluation. Based on the visual evaluation the sample was sent with the clear tube inside the y-site connector. When pulled with force the tube and backcheck valve became detached, however on the clear backcheck valve signs of solvent were present. Based on the evaluation results, the defect of detachment was confirmed. Although the defect of tubing detached was confirmed, signs of solvent was present on both the clear tube and clear back check valve at the y-connector. The exact root cause of the detached was not able to be determined at this time. It should be noted the bonded joints are tested at 5lbs of stress. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.